Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_unknown, implanted: (B)(6) 2013 explanted: (B)(6) 2018, product type connector boot. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the patient developed a small pimple-like area over the connector boot that gradually increased in size and drainage. The patient had reported it as a blister. The connector boots were replaced and the lesion was excised. Surgical observation indicated hyperreactive scar tissue as well. The event resolved without sequelae on (B)(6) 2018. The etiology was stated to be possibly related to the device/therapy and not related to the implant procedure. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp stating no cause of the patient's lesion was indicated. No device issue was indicated. No contributing factors or circumstances related to the onset of the lesion were noted.